Event description:
It was reported that stent damage occurred. The totally occluded target lesion was located in the severely tortuous mid right coronary (rca) artery. After the advancement of a guide catheter, a non-bsc guide wire was advanced to cross the lesion. Following thrombus aspiration with a thrombus aspiration catheter, the lesion was observed by intravascular ultrasound (ivus). Subsequently, a 3.50mm x 16mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician used an additional guide wire and made it cross through the distal rca. The promus element¿ plus stent was re-advance but still failed to cross the lesion. The physician then removed the device and noted that the tip and body of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).